Manufacturer narrative:
Other, other text: b5: additional information received on 21-nov-2022 via email and attached to complaint object: this unit was found during yearly inspections and performance checks were done. Unit did not passed all tests, there was no report on this unit prior to inspection. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. The visual inspection noted that the right plunger case and parts of the plunger head were missing. During the functional testing, a force sensor test error was received at start up. The pump test could not be run due to the missing parts. A check clutch/plunger lever and force sensor test error were found in the event history log. The errors were caused by the missing parts in the plunger head. Missing parts of the plunger head were installed and the left and right clutch halves and clutch leadscrew and spring were replaced as a preventative measure. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the pump exhibited a clutch error/alarm and plunger case issue. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.